Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases, yellow particles in device outer surface, and two linear openings. A leak test was performed which identified openings. A microscopic analysis was performed which identified two opening creases(sharp) and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is two openings crease sharp assessed as fold flaw opening.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.